Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 (belt unusable) / damaged cable ) has been confirmed. As received, the belt failed incoming testing. Upon investigation, there was an open along the black pulse wire inside the trunk cable. The cause of the reported problem is the open pulse wire. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the patient was experiencing a service code 204 (belt unusable) and the electrode belt had a damaged cable.